Event description:
It was reported that this lead dislodged and no longer captured. The lead had originally been implanted in the left bundle branch. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Noted extremely stretched coils approximately 505mm to 617mm from the terminal pin, the anode coil has been pulled to the point of fracture. Electrical continuity testing failed on the anode due to induced damage, the anode electrode ring has been moved distally and located up against the fluoroscopy ring. Analysis evidence indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this lead dislodged and no longer captured. The lead had originally been implanted in the left bundle branch. A new lead was implanted. No additional adverse patient effects were reported. The product has returned for analysis.

Event description:
It was reported that this lead was explanted due to dislodgement and no capture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead dislodged and no longer captured. The lead had originally been implanted in the left bundle branch. A new lead was implanted. No additional adverse patient effects were reported. The product has returned for analysis.